Event description:
It was reported that the patient presented to the clinic after receiving an alert. The lead had dislodged into the svc. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.